Manufacturer narrative:
(B)(6).

Event description:
It was reported that the stent moved on balloon. The patient presented with acute myocardial infarction (ami) and underwent percutaneous coronary intervention (pci). The 99% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending (lad) artery. A 3.00 x 16mm synergy xd drug-eluting stent was selected for use; however, during unpacking, it was noted that the stent was not mounted firmly and was unsteady. The procedure was completed with a 3.00 x20mm synergy drug-eluting stent. There were no patient complications nor injuries reported.